Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to conclude whether a software anomaly contributed to the reported behavior. Frame movement after registration was suspected as a potential contributing factor. The logs were reviewed and two sessions were identified on the date of the incident. During the first session, the user performed a standard fess (stdfess) procedure using 360 matched trace points, with a recorded registration error of 1.47693 mm, and collected the initial three touch points. In the second session, the user performed trace-based registration using 319 trace points without collecting additional touch points, resulting in a final recorded error metric of 1.74736 mm. After following multiple registration iterations and a brief transition to plan, the workflow proceeded to truverify and then to navigation. It is recommended to acquire at least three additional verified touch points beyond the initial three-point registration and to collect additional trace points in under-sampled areas marked in blue. A review of the logs did not reveal any evidence explaining the reported inaccuracy. No archive was provided for review. Based on the available information, the root cause cannot be determined, as software logs provide limited visibility into registration accuracy issues. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the amount of inaccuracy was 3-6 mm.

Manufacturer narrative:
H2: please see section a for additional patient information. H2-h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The sy stem performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the doctor alleged that superior/inferior were inaccurate during navigation. The clinical specialist (cs) stated that when using the straight suction down the hard palette, navigation was showing it off by a few mm. Cs also reported that when navigating to the sphenoid, it appeared accurate. Cs reported it was the same complaint as an earlier case that day. Cs reported that different instruments were used with same results, registration was under 1mm, surgeon verified known anatomical landmarks, instruments did not appear to be damaged, and a xoran minicat scanner was used. There was a less than one hour surgical delay. There was no impact on patient outcome.